Manufacturer narrative:
(B)(4). No conclusion code available; failure event observed during analysis. A partial lead with the lead tip measuring 54.0cm was returned for analysis. Insulation degradation was noted at 29.0cm from the distal tip. The silicone insulation was intact at this location.

Event description:
This report is to advise of an event observed during analysis.